Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified cephalic vein. After a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed from the sheath and the procedure was completed with another 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.